Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) battery was not charging.

Manufacturer narrative:
Updated fields - b4, d9 (device available for eval, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) stated customer reported with ac power connected to pump it would switch to battery power and drain the batteries intermittently. Fse could not duplicate issue. Replaced power management, slot interface and batteries as a precaution. Replaced expired safety disk. Replaced tidal volume disk at pm interval. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne the failure analysis and testing dept. Received the following parts associated with this complaint: power management, rohs power slot bd. These parts were received with a reported unit failure of pump intermittently switches to battery power, battery not charging. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the parts into the cardiosave test fixture and tested the parts to factory specifications per procedure and the cardiosave service manual. After an hour of run time the fat dept. Could not duplicate the complaint. The cardiosave did not switch to battery power while on ac power. The batteries charged with no problem found. The parts passed testing. Retaining the parts in the fat dept. Per procedure.